Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. All available information was investigated and the reported mechanical jam (inability removing the lock line) was confirmed due to the observed lock line knot. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported mechanical jam (unable to remove lock line) could not be determined. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report that the lock line could not be removed. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) grade 3. The clip delivery system (cds) was advanced to the mitral valve. The clip deployment was started; however, after removing approximately 15 cm of the lock line; the lock line jerked and could not be removed. The clip was not deployed and the cds was removed. A new clip was implanted. A total of two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.